Event description:
Following a nucleoplasty procedure of c6 and c7 cervical discs, the pt was reported to be experiencing intra-spinal pain and has difficulty moving her neck. The pt was prescribed medication for the intra-spinal pain.